Event description:
Customer reported the system would not boot up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep did not evaluate the system. Customer has 3rd party contract for repair.